Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic with episodes of non-sustained right ventricular oversensing. Review of the electrogram revealed atrial pacing on the r-wave resulting in functional loss of capture on the biventricular pace. The sensor slope setting was adjusted. The patient will continue to be monitored. No further information is available.